Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Add a141204.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.